Manufacturer narrative:
Section d10 references: product ID 37642, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they had multiple surgeries in the past and were never told to turn the neurostimulator off for any of them. The patient had significant changes in parkinsons¿ after each of the surgeries (B)(6) 2024). The patient had an upcoming surgery scheduled for a kidney stone and was walked through how to use the programmer to turn therapy off, but they felt the programmer wasn¿t accurate.